Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. There was no damage. A pairing test was not performed as there was no pairing code. No data was provided for evaluation. The allegation was and probable cause could not be determined via product investigation. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 3 days after the sensor had been inserted in the arm. According to the patient¿s spouse, on (B)(6) 2025 while they were visiting the patient´s doctor. The patient started to lose consciousness and was under a diabetic shock. The cgm reading was 122 mg/dl and there was no bg taken (doctor¿s office did not have a bg meter available). The patient´s spouse treated the patient with glucagon and white refine sugar. The patient was taken to the hospital around 12:30 pm. There the cgm reading was still at 122 mg/dl and the bg reading was 97 mg/dl. The spouse couldn´t remember the medication that was provided to the patient. They took another bg reading which was 316 mg/dl and the cgm reading was 447 mg/dl. The patient was discharged (B)(6) 2025 around 03:00 pm. At the time of the report the patient has recovered. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.